Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer receiving baclofen (concentration unknown) via an implantable pump. On (B)(6) 2012 the patient was requesting compatibility guidelines for either a cat scan or an ultrasound of the abdomen. The patient's primary physician had ordered one (she wasn't sure which) because they found some swelling lymph nodes in her peritoneal area. Since implant two weeks prior, the patient had still been having spasms and feelings on her lower legs and spasms in her abdominal area down to her lower extremities, but they weren't as frequent as before the pump implant. The patient's physician had been increasing the pump dose. It had most recently been increased from 75 mcg to 95 mcg on (B)(6) 2012. The patient had another clinic appointment the week after (B)(6) 2012. The patient had also had difficulty urinating/retention since implant. On (B)(6) 2012 additional information was received from a consumer and it was reported that the patient had received assistance on (B)(6) 2012 and her concerns were resolved; it was also noted that she was still having concerns regarding her device or therapy, but had an appointment scheduled for (B)(6) 2012. Further follow-up was conducted with the patient's pump managing physician to obtain additional information regarding this event; however, no additional information was received.